Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced malpositioning of the pump and a complete heart block. The patient was resuscitated, and the pump was repositioned.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary heart block: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was most likely use issue related since the pump malpositioned in the aorta after CPR.

Manufacturer narrative:
H6 medical device problem codes a150204 and a040601 were removed.

Manufacturer narrative:
H6 health effect - clinical code e2403 was removed. A health effect - impact code was added. Medical device problem codes a24 and a150202 were removed and new codes were added.